Manufacturer narrative:
Base on the provided serial number (B)(4) and catalogue model# r726bl, we checked our production record and can not find any record regarding to these two numbers. We have sent email to the local distributor to verify the serial number and model# and also ask for further information. If any further information is provided, further follow-up report would be provided.

Event description:
Drive devibiss healthcare is the initial importer of the device which is a rollator. We have retrieved the unit and are waiting for it to be transferred to our qe team for evaluation. The end-user was in the bathroom where he placed the rollator adjacent to the toilet. When he attempted to get up from the seated position he used the rollator handles for leverage. He leaned more heavily on the right side and the right rear wheel snapped at the spokes. He fell into the door jam head first making contact with the door by his eyebrow. He received a 4 cm cut on the brow and 2 black eyes. He required 8 stitches. He was given a CT scan.